Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient has seen an end of service (eos) and their device is no longer providing therapy. There is an allegation with the ins longevity. The patient said that this ins only lasted 3.5 years, less than the last one. It was reviewed with the patient that settings affect longevity and the higher the settings the greater drain on the ins battery. The patient said that since the implant she didn't go to see her healthcare provider (hcp) very often. No further complications were reported. No additional patient symptoms were reported.